Event description:
Patient fell on his shoulder causing the humeral head to shear off the implant. The humeral head was removed and replaced, but the stem remains in the patient. This device is used for treatment.

Manufacturer narrative:
Hospital reported the trauma from the patient's fall was most likely the cause of the ball in head shearing from the trunion. Only the humeral head was returned for evaluation. No additional investigation is required for this event.